Event description:
It was reported that a minimum fill notification occurred after filling two cartridges with approximately 200 units of insulin each. In addition, it was reported that an occlusion alarm occurred and that the fill estimate was inaccurate. Customer¿s blood glucose level ranged from 200-300mg/dl. Pump supplies were changed to address the occlusion. Customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.